Manufacturer narrative:
The thermometer lens was cleaned with alcohol and a q-tip and re-tested in the hot bath with a measurement of 99.9 degree fahrenheit. This is still not within the 0.4 degree allowable tolerance. A microscopic picture of the lens still shows that the lens is slightly scuffed and dirty even though it was cleaned with alcohol and a q-tip. The damage to the lens is the most likely cause of the inaccurate readings.

Event description:
The consumer reported their thermometer was giving false negative readings on their child. The device allegedly was reading 3-4 degrees lower than the child's actual temperature. The consumer claims that the child was seen by a doctor, where it was confirmed that they had a fever and strep throat. There were no complications from this incident, and the child is doing well.